Event description:
It was reported to boston scientific corporation on december 3, 2008, that a wallstent enteral ng stent was used during a procedure performed in 2008. According to the complainant, the wallstent was released ahead of the stenosis position. A second wallstent enteral ng stent was used to cover the stenosis and complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
According to the complainant, the suspect device has been implanted and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.